Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the "15 minute delay" is likely due to the device malfunction. The root cause of the phenomenon could not be identified. Additionally, the phenomenon of the "lamp does not light up properly and blinks occasionally" and "emergency light does not turn on when the emergency light indicator is on" is likely due to a power failure. However, the root cause of the phenomenon's could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the complaint could not be confirmed. Additionally, the device evaluation found the power supply unit had failed, there was a buildup of dust, and both the main lamp and the spare lamp would not ignite. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported the evis exera ii xenon light source main lamp was not igniting, and the spare lamp was not lighting when the indicator said it was. The issue was found during a diagnostic upper gi endoscopy which was completed with a different device. The changing of the device caused a 15-minute delay, but there were no reports of patient harm.